Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle. The sealant was located approximately 70 mm from the balloon proximal bond. Blood was observed on the outer surface of the sealant as well as inside the proximal detent, which is a typical indication that blood was forced into the shuttle cartridge. It was reported that instead of grasping the sheath to retract the sheath and mynxgrip shuttle, the deployer grasped the shuttle and retracted the shuttle only. Retracting the shuttle without the sheath should not cause the sealant to prematurely swell. However, the condition of the returned device as received indicates that the sealant may have been prematurely hydrated. In addition, failure to follow the deployment steps per the mynx instructions for use (IFU) could have caused or contributed to the reported incident. The review of the lot history record (f1620904) indicated that there were no non-conformances related to this event and the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event could have been caused by the sealant prematurely swelling up and increasing the profile, which can create resistance and obstruct the device path during the shuttle down procedure. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the white (advancer) tube of the mynxgrip device did not deploy and the sealant remained inside the wire (catheter). The mynxgrip 6f/7f vascular closure device was being used following an unspecified procedure. The physician retracted the shuttle only instead of the sheath and shuttle which resulted in the sealant failing to deploy. Manual compression was held for more than 30 minutes to achieve hemostasis. Several hours later, the patient developed a hematoma greater than 6 cm in size which required further manual compression also greater than 30 minutes. The patient's hospitalization was prolonged as a result of the event; however, it is unknown for how long. There was no patient injury noted. Additional information was requested, but is not available at this time.